Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised at the patient's request. Update ad 10 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation records. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implants. As a result patient had been experiencing severe pain, complete loss of mobility, loss range of motion, mental anguish including diminished enjoyment of life, discomfort, inflammation in and around his implant. The event description has been updated to indicate the allegations as reviewed. The law firm name, associated contact, patient harm and date of revision were updated. An unknown impacted product record for the head, liner and stem was added. Doi: (B)(6) 2005 : dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.